Event description:
It was reported that a wireless battery module g was dropped in liquid and had liquid dripping out of it. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore, an evaluation could not be completed. The device was scrapped and the customer ordered a replacement module. Therefore, a service evaluation will not be completed by baxter medina.